Event description:
It was reported that during a da vinci-assisted lung lobectomy procedure, the sureform 45 stapler instrument with an unspecified reload did not cut the lung tissue cleanly causing the tissue to be "shredded." The customer stated they needed to use additional clips due to this event. The procedure was completed as planned.

Manufacturer narrative:
Intuitive has not received a sureform 45 stapler reload to perform failure analysis at the time of this report. A review of the staple logs for this procedure has been performed. The logs show 2 sureform 45 stapler instruments were used. There is insufficient information to know which sureform 45 stapler instrument or reload is associated with this event. The sureform 45 stapler instrument used first (lot number l12240327-0622) was installed on the system 4 times and fired 3 reloads (2 blue, followed by 1 white). On installs 1, 2, and 4, the first clamps were successful, and the firings were each completed. On install 3, a blue reload was installed, however no clamping or firing was attempted. The second sureform 45 stapler instrument (lot number k16241024-0387) was installed on the system 6 times and fired 4 reloads (1 white, 1 blue, 1 green, 1 white, in that order). On installs 1 and 5, a blue and white reload were installed respectively, however no clamping or firing was attempted on these installs. On installs 2-4 and 6, all clamps were successful. And the firings were each completed. There were no stapler related errors in the system logs.